Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of incident and the current blood glucose was 127 mg/dl. Customer stated that the blood glucose was 121 mg/dl and the customer start feeling fuzzy at that time the blood glucose was 98 mg/dl. After eating the carbs the customers blood glucose was 92 mg/dl and after checking the blood glucose was 110 mg/dl. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.